Event description:
Per the clinic, the patient experienced skin breakdown and wound dehiscence at implant site, resulting in extrusion of the receiver/stimulator (specific date not reported). Subsequently, the patient underwent a skin revision surgery (specific date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.